Event description:
The reporter indicated that a 13.2mm, vticmo13.2 -16.50/1.0/033 (sphere/cylinder/axis) implantable collamer lens was implanted and removed due to it being implanted upside down. No patient injury. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: d4. Model#: "vicmo 13.2" should be removed and "vticmo13.2" should be added. H6-health effect- impact code: "2645" should be removed and code "2199" should be added. H6- medical device problem code: "3026" should be added. Additonal information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -16.50/1.0/033 (sphere/cylinder/axis) into the left eye (os) on (B)(6)2023. The lens was implanted upside down. There was patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively with a lens of the same parameters and the problem was resolved. Additional information provided: "original lens removed and replaced with back up lens. Original lens went in upside down. No complication, patient doing well". The reporter indicated the cause of the event was the device. Cause details provided: " lens flipped during delivery into eye. Lens was upside down. Lens cut in ½". Claim# (B)(4).